Event description:
It was reported that the patient underwent a gynecological procedure to treat stress urinary incontinence on (B)(6) 2009 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue, difficulty urinating, dyspareunia and other injuries following the procedure, and was reportedly informed on (B)(6) 2011 that the mesh was eroded and attempts to remove the mesh have not been successful. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to urinary stress incontinence, and vaginal re-suspension. It was reported that following insertion the patient experienced pain, erosion, and bleeding. It was reported that the patient underwent mesh diagnostic hysteroscopy, dilation and curettage , cystoscopy anterior repair with removal of posterior mesh on (B)(6) 2012 due to vaginal mesh erosion. (B)(4). This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2014-00845. The same patient is represented in each medwatch.

Manufacturer narrative:
Dyspareunia. Difficulty with urination. (B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.